Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to increased impedance and capture thresholds. The patient was pacing dependent. The lead was explanted and replaced without complications. The patient was discharged.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece measuring 47.5cm. Unable to perform the lead impedance test due to the lead was returned incomplete consistent with procedural damage. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported events of high capture threshold and high pacing lead impedance could not be confirmed.